Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The inspiratory valve was replaced, and the pressure sensor and positive end expiratory pressure were calibrated.

Event description:
The hospital reported that, during a case, the ventilator had an error. The clinician reportedly switched to manual mode to maintain ventilation. There was no reported patient injury.